Event description:
It was reported that the patient experienced pain with the bone healing system (bhs). The patient is using the bhs to treat a 5th metatarsal fracture nonunion. The patient stated that the pain started two days after receiving the device. The patient rated the pain as an 8 or 9, on a scale of 1 to 10, with 10 being the highest. The patient stated she also experienced a burning sensation. The patient stated that the pain subsided when she was not treating with the device. The patient reported that she has increased her daily activities. The patient walks with her medical boot and cane. The patient did speak with her doctor regarding the pain. The doctor called the sales representative. The sales representative advised the patient to reduce her treatment time. The patient did and reported that she feels much better and has no more pain. The patient is treating with the device as much as possible. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: d11: medical product: biomet ebi bone healing system sflx xl coilette: catalog #: 1068240, lot #: unknown. D11: therapy date: unknown. H3: device evaluated by manufacturer updated to no. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. The following section has been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: medical boot. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain with the bone healing system (bhs). The patient is using the bhs to treat a 5th metatarsal fracture nonunion. The patient stated that the pain started two days after receiving the device. The patient rated the pain as an 8 or 9, on a scale of 1 to 10, with 10 being the highest. The patient stated she also experienced a burning sensation. The patient stated that the pain subsided when she was not treating with the device. The patient reported that she has increased her daily activities. The patient walks with her medical boot and cane. The patient did speak with her doctor regarding the pain. The doctor called the sales representative. The sales representative advised the patient to reduce her treatment time. The patient did and reported that she feels much better and has no more pain. The patient is treating with the device as much as possible. It was reported that no further information is available.